Manufacturer narrative:
Ra has received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Bilateral oophorectomy - "after 35th activation and cutting the tissue, the blade didn't return to it's original position. Couldn't open the handle and jaws were locked on tissue (fallopian tube). Surgeon was able to push the blade lever forward after which he could open the handle. Jaws were not cleaned during procedure since surgeon used the device non-stop, but jaws also didn't seem dirty. After this 35th activation the procedure was finished." Patient status - "ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar on the jaws of the device. When activated on porcine tissue, engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking or rough actuation. As a safety feature, the jaws of the device will remain locked while the blade is deployed, as observed during the event, to prevent an exposed blade. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the stuck blade observed during the event could not be determined as engineering was unable to replicate the event. The voyant instructions for use (IFU) warns the user that "buildup of eschar can negatively affect sealing and cutting performance" and to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.